Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 375 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a magnetic resonance imaging (MRI) procedure performed due an unrelated issue and an unrecovered motor stall was seen post MRI. The caller reported that the motor stall occurred at 10:28am due to the MRI; the pump was first interrogated at 3:40pm and again at 3:41 pm. An audible pump alarm was heard and the elective replacement indicator was 74 months. The caller stated that she would wait 15 minutes and re-interrogate the pump, if the pump had not recovered from the stall before she had to leave the facility a different device manufacturer representative would confirm the motor stall recovery. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump was interrogated and the motor stall was displayed to have recovered approximately 20 hours post MRI. No further complications have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.